Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula and had a ball shape at the end of it due to which she experienced high blood glucose level. Therefore, they tried to treat it multiple daily injections, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized after staying for 30 minutes in the emergency room due to high blood glucose level. Her highest blood glucose level was 600 mg/dl and had high ketone level which her healthcare professional did not assessed as dangerous/life threatening. Moreover, she mainly used her abdomen for set placement and the infusion set had been used for three days. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.